Event description:
A mayfield composite series ((B)(4)) was involved in an incident which was described as follows; the patient was in the mayfield unit being locked down for an endoscopic, endonasal craniotomy. The surgeon was locking down the handle and the base unit snapped in half. The metal piece surrounding the bar (the part of the base unit above the adjustment knob) broke completely across. The complete mayfield system was compromised and would not hold any weight. Fortunately, the resident had not let go of the patient's head, so there was no patient injury except for the fact that the surgeon had to completely remove the broken mayfield and apply a new skull champ and base unit which caused additional set up time and additional pin placement on the patient. Additional information received on (B)(4) 2012, indicated that the patient incurred three (3) small lacerations. Integra adult, ((B)(4)) disposable skull pins were used during this procedure. A stereotaxy device was not used during the surgery.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.